Event description:
It was reported the patient experienced ineffective and unintended stimulation. X-rays determined the lead had migrated. Surgical intervention was taken on (B)(6) 2014 to reposition the lead which resolved the issue. Reportedly, the patient was receiving effective therapy following the procedure.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.